Event description:
In 2006, this pt had a aortic valve replacement for the diagnosis of aortic stenosis . This pt showed significant dyspnea in the spring of 2007. A serial of echoes were performed and showed critical bioprosthetic stenosis with marked thickening of the valve leaflets, and a limited excursion. In 2007, the aortic valve was removed, due to a waxy film overlying the bioprosthetic leaflets.